Event description:
A surgeon reported a pt experienced an increase in iop and intraocular inflammation one day following vitreous-retinal surgery. The surgeon stated the pt had green inflammation, a greenish-red slimy film covering his iris and angle of the eye three days following surgery. The surgeon performed a retinotomy and anterior chamber tap. The pt was also treated with medications. The pt was hospitalized for one day. Outcome and prognosis were reported as "poor".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional info was requested by phone, mail and fax. A completed questionnaire was rec'd. Report was mailed by FDA on: 11/13/2008.